Event description:
It was reported to philips that the multifunction pads cable required replacement. There was no patient involvement.

Event description:
It was reported to philips that the multifunction pads cable required replacement. There was no patient involvement.